Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra link meter was reading inaccurately high, compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged meter issue started on (B)(6) 2017, alleging that at an unknown time, she obtained an inaccurately high blood glucose reading of ¿184 mg/dl¿ with the subject meter compared to ¿120mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient manages her diabetes using insulin pump therapy. The patient reported that on friday (B)(6) 2016, during the night, she got up to use the bathroom and ¿passed out¿. She alleged that she was taken into the hospital and went into a ¿coma¿. When the hospital examined the pump it was noted that at 4am it had given her a 10-unit bolus, according to the pump history. The patient reported she does not remember touching the pump. The patient reported that on arrival to the hospital her blood glucose had dropped to below ¿40 mg/dl¿ and she was treated with IV glucose. The patient remained in hospital until (B)(6) 2017. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. She described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. The patient was recommended to contact her insulin pump manufacturer, as the injury appears to be attributed to the pump rather than the meter. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.